Event description:
It was reported that a virage polyaxial screw head at the c-5 level fractured post-operatively. The surgeon has opted not to perform a revision surgery and instead will monitor the patient.

Manufacturer narrative:
D4 UDI number: (B)(4). H4: 8/25/2019 or 8/18/2021. Device evaluation: the device remains implanted, so it was not returned and an evaluation is unable to be performed. X-rays were provided, which show that the tulip housing has fractured. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to unknown patient or surgical factors. DHR review: the dhrs for the two potential lots were reviewed. Per DHR review, the part was likely conforming when it left zimvie control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that a virage polyaxial screw head at the c-5 level fractured post-operatively. The surgeon has opted not to perform a revision surgery and instead will monitor the patient.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.